Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open gastrectomy, when firing stomach, poor staple formation was observed. The staple line had to be oversewn to complete the case. Surgical time was extended by 30 minutes or more due to the reported event.